Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deformation occurred. This promus premier stent delivery system was selected and implanted to treat the target lesion. During the procedure an nc quantum apex (ncqa) balloon catheter caused stent deformation as "wire bias took the balloon into the edge of the stent" the stent deformation was treated with postdilation and the implant of another stent. No patient complications were reported and the patient's status is fine.